Event description:
Procedure: total proctocolectomy with ileal pouch anal anastomosis and temporary diverting loop ileostomy. According to the reporter: the surgeon had trouble getting device to close all staples and form complete staple lines. Leakage resulted and staple lines had to be oversewn by hand requiring a transfusion and significant amount of time.

Manufacturer narrative:
Initial report sent to FDA on 05/19/2008.